Manufacturer narrative:
After battery installation, device powered up with a blank display. After further review, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the device. After swapping the boards into another case, and then swapping a known good electrical board 2 onto electrical board 1, the device powered up normally. The problem seems to be isolated to electrical board 2. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated display was did not return after insulin pump restart. Customer stated the insulin pump was not exposed to moisture recently. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.